Event description:
It was reported that during a laparoscopic appendectomy procedure, the retaining cap was removed from the cartridge and the device was placed through the trocar. When the surgeon went to fire the device, the cartridge fell out of the device. It was retrieved through the trocar. A new device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B) (4) (B) (4). Evaluation summary: the analysis results found that the device was returned in good visual condition, with a reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.